Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 273030002, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was a communication problem. An implantable neurostimulator (ins) over-discharge was suspected. The patient had not had his ins turned on for a while and thought he would try to charge it this morning and was unable to. The last successful charging session had been ¿a while¿ ago. The patient was not able to communicate with the ins using the ins recharger or the patient programmer.